Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were unsuccessful in converting the patient with a 65 joule shock during defibrillation threshold (dft) testing at implant. Shock impedance measurements of 61 ohms were observed. The implant position of the electrode was noted to be too superior, however, the patient was noted to have a very inferior heart and it was not an option to lower the electrode an more inferior. The physician chose to remove the s-ICD and electrode and implant a transvenous implantable cardioverter defibrillator (ICD) system. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that analysis of this device was completed.

Manufacturer narrative:
It was reported that analysis of this device was completed. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were attempted, but not implanted due to a product performance issue. A transvenous implantable cardioverter defibrillator (ICD) system was successfully implanted. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.